Manufacturer narrative:
Sc-1232, serial number (B)(6): based on all available information, engineers concluded that the reported allegation of difficulty tightening the setscrew was confirmed. Visual inspection of the returned ipg revealed that the septum on port b was torn. After removing the septum from port b, it was observed that the setscrew had excessive septum residue. This would prevent the hex wrench from being untightened or tightened the setscrew. Therefore, the probable cause selected for this allegation is unintended use error caused or contributed to event. The impedance measurements on all four ports a, b, c, and d were within normal limits, therefore, the probable cause for the allegation of low impedances is that no problem was detected. With the reported observations and the labeling review, it has been determined that the event of pocket pain is a known inherent risk with implanting a pulse generator as part of a system to deliver spinal cord stimulation, as documented in the IFU.

Event description:
It was reported that the patient experienced pain at the spinal cord stimulation implantable pulse generator (ipg) pocket site. The patient underwent a procedure to reposition the ipg. During this procedure the neurosurgeon noted that port b showed low impedances on contact 8, which indicated little fluid. The neurosurgeon wanted to pull out the port plug, clean it and put it back. He attempted to close ipg port b, however, the ipg set screw was outside and unable to be properly closed; therefore, the physician replaced and repositioned the ipg. The patient was doing well postoperatively and is expected to fully recover.

Event description:
It was reported that the patient experienced pain at the spinal cord stimulation implantable pulse generator (ipg) pocket site. The patient underwent a procedure to reposition the ipg. During this procedure the neurosurgeon noted that port b showed low impedances on contact 8, which indicated little fluid. The neurosurgeon wanted to pull out the port plug, clean it and put it back. He attempted to close ipg port b, however, the ipg set screw was outside and unable to be properly closed; therefore, the physician replaced and repositioned the ipg. The patient was doing well postoperatively and is expected to fully recover.